Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 16 (timeout moving to take-up position) and ua 42 (force overload tripped). The user tried to troubleshoot the issue by replacing the lifeband and battery, however, it did not resolve the issue. No patient was involved. No additional information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) in complaint was evaluated by zoll on 06/23/2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). During the external visual inspection, a cracked front cover was observed as well as missing a shoulder screw. The autopulse 1.5 is a reusable device and was manufactured in february 2008. The physical damage found is a characteristic of normal wear and tear of the device. A review of the archive data showed user advisory (ua) 16 (timeout moving to take-up-position) and ua 42 (force overload tripped occurred), thus confirming the reported complaint. Functional testing could not be performed due to ua 16 displayed during take-up. In summary, the customer's reported complaint of ua 42 and ua 16 were confirmed. It was observed that, when the device was powered on, there was no brake activated. Also notice, that the drive train motor had rusted and showed corrosion at the brake housing area. In the warm and humid climate, the drive train motor brake could seize from corrosion if the platform was not powered on frequently. Base on the archive data review, the platform was not powered on between (B)(6) 2015 - (B)(6) 2016. This would contribute to the cause of the ua 16 and preventing the platform from performing compressions. When the user continually tried to run the device, the drive train motor was unable to rotate, thus triggering the user advisory 42. After cleaning the corrosion and rust, and re-adjusting the brake gap, normal brake activation was achieved. The autopulse passed all the final functional testing and meets all required specifications.